Event description:
Pt underwent usual bravo capsule placement. Two days after the procedure, the pt ate very firm bolus of food which felt like it was stuck in the esophagus. After trying to swallow to relieve this sensation, the pt induced vomiting. Later that evening, he felt faint, had vomited blood and had melena. He required admission to the hospital, blood transfusion and upper endoscopy. On endoscopy, an esophageal tear was found but no capsule was seen. It was believed that the retching with vomiting had displaced the bravo capsule which caused the esophageal tear. The pt was stable after the procedure.